Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500mg/dl. There were no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter alleged an ongoing issue with air bubbles in multiple cartridges, leading to the elevated bg. Customer technical support reviewed cartridge use with the reporter and confirmed that the user was following appropriate instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.